Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 500 mg/dl; cause was unknown. Customer delivered a bolus via the pump and drank water to address the elevated bg. Recommendation was made to consult with healthcare provider regarding diabetes management.